Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported he was provided a steroid shot, which caused his blood glucose to fluctuate. Customer reportedly visited the emergency room with high blood glucose. The customer was wearing the insulin pump at the time of hospitalization. At time of this report, customer's blood glucose was 250 mg/dl. The customer was being treated with steroids for a lung condition. The customer disconnected the call and further documentation could not be completed. The customer will not be returning the insulin pump for analysis at this time.